Event description:
The accounts engineer stated that the head section would not rise on the bed. He has replaced the head up valve and it only worked for awhile.

Manufacturer narrative:
The account has not completed repairs.